Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atm. The device was removed using normal method without issue and the procedure was completed using this device. No complications were reported, and patient was good post procedure. It was further reported that the 95% stenosed target lesion was located in the mildly tortuous and mildly calcified cephalic vein. The balloon was ruptured at fourth inflation for 30 second.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm distal of the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atm. The device was removed using normal method without issue and the procedure was completed using this device. No complications were reported, and patient was good post procedure. It was further reported that the 95% stenosed target lesion was located in the mildly tortuous and mildly calcified cephalic vein. The balloon was ruptured at fourth inflation for 30 second.

Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atm. The device was removed using normal method without issue and the procedure was completed using this device. No complications were reported, and patient was good post procedure.